Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Physician reported left side chronic inflammatory process linked to prosthesis encapsulation, baker grade IV. Device has been explanted.

Event description:
It has been identified that this record, mrn 9617229-2023-10357, is a duplicate of mrn 9617229-2023-11730. Please see mrn 9617229-2023-11730 for reportable events.